Event description:
It was reported that the ventilator had a blower stall error code. There was no patient involvement. The customer was advised to replace the blower assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer had ordered a blower assembly and was awaiting the part. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.